Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia or hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose measured 147 mg/dl at 4:20 pm, 465 mg/dl at 7:30 pm, and 330 mg/dl (with ketones 3+) at 9:30 pm with no boluses reported. She was vomiting and decided to go to the city hospital of nettetal. She noticed the cannula was kinked and the adhesive pad was wet. She was in the hospital for a week before being released. She did not provide any further information regarding the hospitalization or her treatment.